Event description:
From the initial report: "when respiratory therapist went to trial patient off bipap and transport him to covid unit, they discovered that "alarm silence" was not available and the machine read "machine pressure sensor auto zero failed". The machine was still delivering breaths and pressure but at what sounded to be reduced pressure. It did not sound right." Biomed investigated and duplicated the error 1109, "machine pressure sensor auto zero failed". Contacted manufacturer philips, who found the gas delivery system had failed. Philips replaced the gas delivery system and the device passed operational tests. Manufacturer repaired device.